Event description:
Shoulder revision surgery performed on (B)(6) 2024, due to loosening of the smr cementless finned stem (product code 1304.15.220, lot #1520357 - ster. (B)(4)). It was stated that there was loosening and humeral bone loss due to stem movement. It was reported by the complaint source that the loosening was causing pain to the patient. The following components were explanted and replaced (a 16x150 mm humeral stem was implanted): · smr cementless finned stem (product code 1304.15.220, lot #1520357 - ster. (B)(4), · smr reverse humeral body short product code 1352.15.005, lot #1923280 - ster. (B)(4), · smr reverse hp corrective glenosphere (product code 1374.50.444, lot #2008482 - ster. (B)(4)) - product not sold in the us. Infection was not suspected: swabs were taken and there was no infection. It was also confirmed that there had been no luxation as the joint was stable due to the customized constraint liner in place. Patient is a male, 61 years old. It was reported he's a large male. The history of patient shoulder surgeries is the following: · primary surgery performed on (B)(6) 2019, due to a four-part humeral head fracture; · first revision surgery performed on (B)(6) 2019, due to dislocation (registered as complaint # (B)(4); · second revision surgery performed on (B)(6) 2020, reason unknown. During it, customized devices (constrained liner and lateralized connector, ref. (B)(4) were implanted; · third revision surgery performed on (B)(6) 2024, due to loosening of the humeral stem (hereby reported). Event happened in australia.

Manufacturer narrative:
Checking the manufacturing charts of the involved lot #1520357, no pre-existing anomaly was found on the overall number of devices manufactured with that lot #. According to our records, at least 6 out of 7 humeral stems with lot #1520357 and ster. (B)(4) have been implanted and this is the only complaint received on this lot #. Device analysis the devices involved weren't available to return to limacorporate for further analysis. No additional details were available on this post-operative issue, specifically no x-rays were available for the assessment. Based on the very few information received, we are not able to further investigate the root cause of the event. However, considering that the check of the manufacturing charts highlighted no anomalies on the involved devices, we can state that the event was not product related. Pms data according to limacorporate pms data, the revision rate of smr cementless finned stems - belonging to product codes 1304.15.xxx - due to loosening is (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions are required for this specific case. Limacorporate continues monitoring the market to promptly detect similar issues. Note: this is a combined initial-final MDR.